Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by abdominal pain and cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized and was treated with vancomycin injection (500mg, intraperitoneal, duration and frequency not reported), amikacin (250 mg, intraperitoneal, duration and frequency not reported) and unspecified antibiotic (dose, route, duration and frequency not reported) for peritonitis. The unspecified antibiotic course was ongoing and was continued for 14 days. At the time of this report, the patient was recovered. Action taken with pd therapy was not reported. No additional information is available.